Event description:
Pt revised due to femoral and tibial loosening of unk cause due to possibly faulty cementing technique or cement. The cement used in the original implant was palacos.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.